Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 and 7 was failed and required maintenance. A field service engineer found that the retractor band was broken and replaced the retractor band, reseated all associated cables and wires and examined the pyxibus cable before rebooting the station and verifying that it was operable. Fse identified that drawer 7 in legacy full height had a missing cubie that was not being detected, reseated all cables and wires and replaced the missing cubie. After launching the application and confirming user access for both drawers, removed the defective rail set and installed the new replacements successfully. Fit and functionality were fully verified, and the customer confirmed that functionality was restored. All operational tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3 and 7 were failed and required maintenance. Customer tried to reboot the station and performed the recovery storage, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.